Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.